Event description:
New information received notes that the patient presented remotely via merlin.net transmission. Upon review of the transmission it was discovered that the implantable cardioverter defibrillator exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon stored electrogram review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed. No intervention reported.